Event description:
It was reported that the dr. Has complained about an excessive heating of the camera head and an electric current was felt. There was no backup device available. No significant delay or patient injury reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no physical damage was observed. The camera head passed functional testing and 6 hour burn-in inside video tower. All functions perform as expected. The complaint of overheating could not be duplicated during the functional testing process. Factors that could have contributed to the reported event include excess heat generation from camera head electrical components. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended